Manufacturer narrative:
Additional information: section h10: narrative text. Additional information received indicated the patient is currently in stable condition. Another attempt to place a vascular plug for the reported pvl will be scheduled for (B)(6) 2021. The exact date was not provided.

Manufacturer narrative:
Additional information: section h10: narrative text. Additional information received indicated a successful pvl closure was performed using an amplatzer vascular plug. The pvl was reduced from moderate to trace/mold. At the time of the report, the patient was in stable condition. The sapien 3 valve remains implanted in the patient.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the worsening pvl 2 years and 7 months post implant was not determined. Investigation results suggest/indicate the mechanisms listed above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure, a 26mm sapien 3 valve was implanted in the aortic position. The valve was deployed in a final 80:20 aortic/ventricular position with trace paravalvular leak (pvl). No complications were reported. The patient was discharged in stable condition. Two years and 7 months post valve implant, the patient presented with symptoms. Worsening pvl was diagnosed and a vascular plug placement was scheduled. Unfortunately, the plug placement was not successful. At the time of the report, the patient was being monitored. Potential options are being considered. At the time of the report, the valve remains implanted in the patient. No further information regarding the status of the patient is available at this time.